Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 3.1 and 3.2 jammed. The field service engineer replaced retractor bands, drawer boards and pyxi bus board on main drawer 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer which is jammed. The customer stated that the drawers 3.1 and 3.2 are jammed and cannot be opened. The customer mentioned that when the drawer is connected to power, the machine will suddenly turn off. There were no adverse events or injuries reported based on this event.